Event description:
It was reported by service report that the scale was inaccurate and there was liquid on the floor. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell, liquid on the ground.